Event description:
Event description cpi received information that due to inappropriate shocks, this endotak transvenous defibrillation lead (0064) was removed from service. Another cpi lead (0125) was implanted.